Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The initial report made on 08-oct-2020 noted in b5 that, "the user facility reported that the scope has major issues with locking square umbilical unit into ultrasound processor. There was no patient involvement. No additional information was provided." Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. B5 has been updated in this supplemental report to document an issue that could lead to a potential adverse event that was found during the physical evaluation of the device, along with information provided by the customer. As a result of the physical inspection and functional testing of the device, olympus has concluded that the reported issue was most likely caused by deterioration from repeated use over a long period of time or from user mishandling that put stress on the distal tip, causing the adhesive to separate, leading to visual defects in the lens. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: important information ¿ please read before use caution. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Event description:
Further evaluation of the device on 19-feb-2021 found that the adhesive had peeled off the distal end, creating a gap that allowed a stain to be created inside the lens. In addition, it was found that when the customer entered their service request into the service portal, they reported there was no death, injury or infection and no patient or other person was involved in this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the locking mechanism is heavy to turn and making noise. The elevator channel plug is loose. The bending section cover glue (a-rubber glue) is leaking. There are scratches and dents on the probe, but the probe is not loose. The lens is chipped around the edge and has scratches, but it does not affect the image. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that the scope has major issues with locking square umbilical unit into ultrasound processor. There was no patient involvement. No additional information was provided.